Event description:
Device diagnostic testing at office visit in 2003 (following generator replacement surgery in 2002 for end of service) resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Device diagnostic testing was not performed during generator replacement surgery. Surgeon plans to review x-rays and schedule lead replacement surgery if necessary. Lead break is suspected. It is not known whether a lead problem existsed prior to the generator replacement surgery or wither the lead was damaged during the generator explant procedure.

Event description:
Further follow-up revealed that the pt underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced.